Manufacturer narrative:
The proximate cause of the super cap (c245) issue was due to a faulty component. The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad.

Event description:
The device had an issue with the keypad as well as a communication error.

Manufacturer narrative:
The reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed ,which confirmed that this device was involved in a production failure, and product was returned for servicing. The customer complaint of super cap (c245) issue was confirmed during the service repair process.there was no reported patient injury. The device is used for therapuetic purposes.